Event description:
During a procedure on (B)(6) 2013 for a patient with facial fracture, reportedly two matrixmidface screws broke halfway down the shaft. The matrixmidface screws broke during the insertion into the intra-orbital rim. The screw holes had been predrilled with the proper 11mm x 6mm drill set prior to screw insertion. The broken screw fragments were removed and discarded, and shorter length screws were inserted. The procedure was completed with no further problem. It was reported that the surgeon feels the designated drill bit is not the appropriate size for the 6mm screws, therefore causing the screws to break. This is 2 of 2 reports for the same event, complaint #(B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. Without a lot number the device history records review could not be completed.

Event description:
This is 2 of 2 reports for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. The manufacturing evaluation reports that the received condition to as the broken screw was not returned for evaluation. Since no dimensional analysis could be performed this complaint is indeterminate from a manufacturing standpoint. Date reported incorrect, reporting date should be (B)(6) 2013.

Manufacturer narrative:
Product development event (pde) evaluation was performed by the product development engineer and the report states the following: from a design perspective, a screw breaking during insertion is primarily due to the insertion torque exceeding the failure torque of the screw. This can be caused by the surgical technique (screw selection, over-tightening, lack of pre-drilling or undersized pre-drilling, elevated bone density, screw material properties and screw geometry). In the complaint description, the surgeon did pre-drill the holes using the recommended 1.1mm drill bit (part 03.503.246) per matrixmidface technique guide (j7036-g), and reported the screws breaking in the middle of the screw shafts. Since the screws broke before being fully inserted, this makes over-tightening unlikely. The bone density of the patient was not reported and is unknown. Bone density can vary in patients and throughout facial anatomy; elevated bone density can cause increased insertion torques. The screw is made out of tan, a titanium alloy, which is a standard material for other craniofacial screws and is a common material for surgical implants found in both astm f1295 and iso 5832-11. The screw geometry has been verified and validated to the meet the functional design requirements (functional and design requirements traceability matrix, paper dhf m03-013, rev e signed 9/20/06) via mechanical testing and cadaveric lab. The screws were verified using the worst-case screw (longest) to meet a minimum factor of safety (failure torque/maximum insertion torque) of 1.5 through mt06-464 and mt06-497 which can be found in paper dhf m03-013. In the complaint, the drill bit size was alleged to be inappropriate for the matrixmidface self-drilling 6mm screws. This could be either the diameter of the drill bit or the depth of the drill bit. For the diameter, it was already determined above that even a self-drilling screw inserted without pre-drilling meets the functional design requirements. In addition, the drill diameter could not be increased without reducing the pullout strength which is especially pertinent in shorter screws. For the depth, the drill bit depth needs to be considered against the length of the screw threads that would extend past the thinnest plate, the 0.2mm orbital mesh plate (04_503_306, rev d). The maximum length of the screw is 6.1mm and the distance to the gage line (diameter that mates with the plate hole) is 0.51mm. The minimum thickness of the plate is 0.15mm with the gage line located in the middle of the plate. Thus, the length of screw threads that extend beyond the bottom surface of the plate is 6.1mm ¿ 0.51mm ¿ 0.075mm = 5.515mm. According to 03_503_244 (rev b), the minimum depth of the drill bit is 5.9mm which is deeper than the 5.515mm required by the screw. Thus, the drill bit size is appropriate for matrixmidface self-drilling 6mm screws. The risk of the screw not being able to be placed in the drilled hole in regards to the drill bit is addressed in the risk analysis under line 480. This is due to a ¿blunt [drill bit] through abrasion due to its use¿. The sharpness of the drill bit is unknown. This risk is assigned a severity of harm rating of 4 and an occurrence rating of 1 (less than 1 in 10000). The severity rating of 4 is adequate since it covers slight elongation of or time and use of an alternate product available in the or as occurred in the complaint. In conclusion, from a pd perspective, the complaint is indeterminate since the specific cause of the screws breaking during insertion is unknown and the design of the screws is verified and validated to meet the design criteria. In addition, the drill bit is appropriately sized for matrixmidface self-drilling 6mm screws.